Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the following was confirmed from the investigation. -the subject device was not returned to the manufacturing site. -it could not obtain the detailed information more than the user report regarding the occurrence of the reported phenomenon. From the above investigation, it was not possible to identify the cause of the reported phenomenon. Also, since the subject device was not returned to the manufacturing site, the cause could not be surmised. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the front panel of the subject device turned black and it returned to normal after restarting the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.